Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip barrel was deformed before use. This occurred on 1000 separate occasions, but the dates are unknown. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the issue reported with this lot number is a malformation or melting of the syringe."

Manufacturer narrative:
Investigation summary: two loose 3ml syringes and two opened and empty blister packs from batch 9346476 (p/n 309657) were received and evaluated. It was observed one syringe had large deformations from the 0.5ml to the 1.5ml marking and a cracked flange. One syringe had the entire flange broken off and was freely hanging between the top of the barrel and the thumb rest on the plunger rod. The damage on both syringes was rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the damaged barrel/flange defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9346476 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip barrel was deformed before use. This occurred on 1000 separate occasions, but the dates are unknown. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "the issue reported with this lot number is a malformation or melting of the syringe."